Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead was returned with the middle portion measuring 44.5cm. External insulation abrasion was noted at 36.6-36.7cm from the distal end proximal to the suture sleeve tie impressions, consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.